Manufacturer narrative:
(B)(4) stent blocked/occluded. (B)(4) stent partially migrated. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx fully-covered rmv stent system was implanted in the common bile duct to treat a stricture due to malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015, as part of the e7099 abc wallflex registry clinical trial. Reportedly, the patient had a history of pancreatic cancer. Baseline liver function testing was performed on (B)(6) 2015. On (B)(6) 2015, a baseline assessment of biliary obstructive symptoms was taken with the following results: jaundice, itching, dark urine, and pale stools. On (B)(6) 2015, imaging was performed and biopsy samples taken using ercp, computed tomography (CT), and endoscopic ultrasound (eus) with fine needle aspiration (fna), with a result of malignant. On (B)(6) 2015, the study stent was implanted successfully in an outpatient setting. Prophylactic nsaids were administered and a biliary sphincterotomy was performed during this procedure. On (B)(6) 2015, the patient was transitioned to palliative care due to the progression of the disease and new evidence of unresectability. On (B)(6) 2016, it was determined that the stent was occluded due to sludge and that the stent had partially migrated distally. The migration was not due to stricture resolution. An assessment of biliary obstructive symptoms reported jaundice. The patient underwent an unscheduled biliary reintervention to address the jaundice. The wallflex biliary rx fully-covered rmv stent was removed and a new boston scientific metal stent was placed.